Event description:
Report ventilator inoperative error 1b.

Manufacturer narrative:
Field service inspected unit and could not duplicate failure. The cpu pcb was replaced as a precaution. Lab test: the cpu pcb was inspected and tested. No failures or error codes were noted with test unit.